Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was difficult to retract from the sheath, and resistance was noted. Blood was then seen in within the coaxial umbilical cable, and it was disconnected from the console. A manual retraction kit was used to eventually remove the balloon catheter from the sheath. An exposed wire was seen on the shaft. When the sheath was removed, the sheath shaft was distorted and wrinkled. The case was completed with cryo. No patient complications have been reported as a result of this event.